Manufacturer narrative:
Fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and had the customer power down and then back up.the customer is now running. No further action required by fse. The most probable cause of the reported event was due to the cup pickup jammed due to stuck rack in loader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported errors 2151 hybrid arm c-trans cup pickup and 2257 unscheduled rack at sample loader x1-step feed start position failure with their aia-2000 analyzer .a field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.